Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented in-clinic after receiving inappropriate therapy. Patient was asymptomatic prior to the shock. Review of the session record revealed a possible lead dislodgement with oversensing. Diagnostic imaging confirmed that the lead was dislodged. Possible twiddler's syndrome was suspected. The lead was explanted and replaced when repositioning was unsuccessful.